Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer got into a physical altercation with another individual that fell on the pump causing the pump touch screen to shatter. Customer is unable to interact with the pump due to the shattered touch screen. Customer's blood glucose was 148 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.